Event description:
The user facility reported that water dripped onto the uv timer, causing it to smoke and subsequently setting off the fire alarm. The fire department and facility administrator responded. No injuries or procedural delays/cancellations reported. The uv timer is not an accessory provided by steris for use with the system 1e.

Manufacturer narrative:
A steris service technician arrived onsite and observed no presence of water, no property damage and the water supply to be turned off. The technician observed that the facility replaced the existing outlet with a gfi protected receptacle. The technician tested its functionality and found it to be operational. The technician unthreaded the 90 degree crimped fitting installed to the uv light inlet port and observed the rubber washer cut through. The technician replaced the uv power supply and urethane hose with 90 degree factory crimped fitting to uv inlet. He tested the unit by running a diagnostic cycle and processing cycle and found it to be operational.